Manufacturer narrative:
It was reported that an equipment boom electrical rotational brakes disengaged when a cauterizer device was being used during a procedure. There was patient involvement due to the issue occurring during a procedure but there was no impact to the patient and caused no surgical delay. There were no reported injuries or adverse consequences. A stryker field service technician (sfst) was dispatched to the account to perform an investigation. The sfst confirmed the failure with the customer but was unable to recreate the issue while on-site. The sfst observed that the equipment boom MFR assembly had the old style revision of capacitive touch board. Although we couldn¿t confirm the root cause the issue is most likely due to the previous version of MFR capacitive board. The newer revision capacitive touch board was redesigned and released back in april 2020 to be less susceptible to emi from high frequency devices. The sfst installed our current released MFR board and confirmed that the boom was operational. If any further information is obtained around the event a supplemental will be filed.

Event description:
It was reported the boom brakes are disengaging while cautery is in-use in or 4. There were no reported injuries or adverse consequences.